Manufacturer narrative:
Immediately following notification, stimwave quality and the clinical specialist reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) stimq periphernal nerve stimulator (stq4-rcv-a0; sn: (B)(4) and one (1) stimq periphernal nerve stimulator (stq4-spr-b0; sn: (B)(4) was implanted at the left shoulder. The clinical specialist confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the clinical specialist maintained contact with the patient following implant. On (B)(6) 2020, patient's infection was diagnosed and treated with antibiotics (keflex 500mg, 2x/day for 10 days). On (B)(6) 2020, a follow up appointment confirmed antibiotics were not be reducing the infection. At this time, the clinical specialist became aware of the issue. During the follow up appointment, the patient was scheduled for an explant of both stimulators to take place on (B)(6) 2020. On (B)(6) 2020, both stimulators were successfully explanted with no complications. An antibiotic wash and IV were administered during the operation to reduce infection. Patient's infection continued to be monitored after the explant procedure. On (B)(6), 2020, clinical specialist reported the patient was doing fine and no further complications had been reported from the explant procedure. Patient is scheduled for a post-operation follow up on (B)(6) 2020. On (B)(6) 2020, territory manager stated that the follow up appointment confirmed that the infection is completely healed and the patient has no further issue. Patient has requested to be re-implanted, but a date for this operation has not been scheduled. Infection is known adverse event for peripheral nerve stimulator that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot swo190414 and swo190423, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of the complaint could not be attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The root cause of the issue may be attributed to non-compliance, patient history, or the patient's predisposition to infections. The root cause for this complaint is likely due to patient not following post-operative care instructions for keeping the incision site clean. Corrective action is not required to remedy the root cause of the complaint, as the device did not fail to meet performance or safety specifications and no trend of infection is evident for the sterilization lot. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in stimwave's risk management files. Stimwave was in contact with the clinical specialist from (B)(6) 2020, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as the event resulted in injury that required medical intervention to preclude potential permanent impairment or damage.

Event description:
Stimwave quality has investigated the details regarding a complaint of an infection/skin irritation reported to stimwave on (B)(6) 2020, by clinical specialist.